Event description:
It was reported that the user, who uses a steel cannula cd infusion set, accidentally selected a teflon cannula option during the cannula fill and requested guidance to revert to the correct cd setting; an agent provided education and assisted with changing the configuration back to cd. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no alerts, and no medical intervention. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed an infusion set configuration error during setup, with the product functioning as designed once the correct infusion set option was selected. It was concluded, based on previously established findings for similar reports, that user configuration error was the cause.

Manufacturer narrative:
Initial.